Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year-old japanese male patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the patient developed hemolysis during pump support. Per the physician the onset of the hemolysis occurred after the impella was inserted. It was noted the cause of the hemolysis was due to suction. As a result of the event, the patient was administered 400 units of haptoglobin. No further information was provided.